Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (damage) issue. The reporter stated that the patient had a blood glucose (bg) of 23mmol/l with polydypsia. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the power issue was due to unable to remove cap to replace the battery. This malfunction report is being made due to an alleged a power issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: black box shows no evidence of a "no power" event. The battery cap was damaged, returned in pieces. The battery compartment cracks observed below grip pad. Due to damage, battery cap is unable to be installed or maintain an electrical connection. A test battery cap was used for all testing. Pump powers with test battery cap to a dim discolored display. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.